Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient experienced discharge at the stoma site. The patient was treated with oral antibiotics, ciprofloxacin twice daily and metronidazole three times daily, for ten days. On (B)(6) 2020, the stoma site discharge resolved.